Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The reported problem of therapy monitored volume failed performance specification was confirmed and duplication during evaluation. The assignable cause was deteriorated piston foam. A service history review was performed revealing the reported condition is not related to any previous reported problem with this device.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device possibly delivering an inaccurate fluid volume. This condition could lead to under or overfill during fill 1, fill 2, drain 1, and drain 2. There was no patient involvement.